Manufacturer narrative:
(B)(4).

Event description:
A health care professional (hcp) reported being told the battery was bad and needed to be replaced. The hcp was not certain if the consumer had a manufacturer's device, or any other relevant information, including patient, device,or physician information. No symptoms were reported. Follow-up was being conducted to see if any additional information could be obtained. If received, this event will be updated.